Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing discomfort. It was mentioned that the patient was small and the presence of the ipg and leads were uncomfortable. The patient underwent a revision procedure wherein the ipg, leads and splitters were replaced per physician's preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device functionality test was performed to ensure the device integrity. Device passed the functional test. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the lead bodies were cut. Damage to the leads is a result of typical explant procedure and it is not considered a failure. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the visual/x-ray/borescope inspections and impedance measurement test were performed and found no anomalies. Sc-4318 (ln: 18951981) device evaluation indicated that both clik anchors have open eyelets, and some portions of silicone material are missing. It was confirmed there was nothing left inside the patient.

Event description:
A report was received that the patient was experiencing discomfort. It was mentioned that the patient was small and the presence of the ipg and leads were uncomfortable. The patient underwent a revision procedure wherein the ipg, leads and splitters were replaced per physician's preference. The patient was reportedly doing well postoperatively.